Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The account submitted log files for review. The system controller event log file contains data from 20dec2011 at 21:17:40 through 10jan2012 at 12:40:50. The log file was comprised of routine power cable disconnects and pi events. Low voltage advisories and hazard alarms were captured between 22dec2011 at 8:35:00 through 23dec2011 at 3:33:52, which appeared to be the result of the 14v li-ion batteries being run below the low voltage threshold. No external power alarm became active on 10jan2012 at 9:05:59 through 9:07:56. The system continued operation on the backup battery until appropriate power sources were reconnected as intended, and support was not interrupted as a result of these events. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that it appeared the pump shut off at some point in time that predated what was seen on interrogation. Patient had a history of running down batteries and not using mobile power unit (mpu). On the alarm page, it showed a driveline disconnect. The picture of the system monitor alarms screen did not show any of the hazard listed on the left & advisory alarms listed on the right to be active. It was normal for all the alarms to be displayed as seen in picture